Event description:
A wire being used in the ureter curled up and was unable to be advanced. When the wire was removed it was coiled on itself and unusable. A sheath used cracked upon entry to the ureter.